Manufacturer narrative:
(B)(4). Date sent: 04/20/2011. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Upon review of information, it was concluded that this event is a duplicate of report# 3005075853-2011-00942.

Event description:
Additional information being requested.